Event description:
Additional information received notes that incorrect interpretation of signal resulted in inappropriate shock by the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented with inappropriate shock on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was not known.